Manufacturer narrative:
Initial and final MDR (B)(4)-MDR .-device 3 of 3. E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient faced two tapes not sticking issues on (B)(6) 2026 due to sport activities and perspiration. No further information is available.